Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had open book error. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display. The vibrator was vibrating every three seconds with the notification light flashing. After further review of the unit's interior, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. After swapping the boards to another case, and then swapping a known good electrical board, device powered up normally. The problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.